Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient stated that she can¿t see out of left eye. Glasses rx was given but makes nauseas. The patient was given a trial contact lens to correct astigmatism but can¿t see to drive at night and it doesn¿t fully correct the vision. Patient also experienced halos. Additional information has been requested.